Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure where the pocket site was re-sited. The physician provided the patient antibiotics as the wound appeared to be slightly oozing. The patient is now able to successfully charge the ipg.